Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the cut line was incomplete. There was no pt consequence.

Manufacturer narrative:
Visual inspections & results: lockout position, cartridge condition, and cartridge return batch number, na; and instrument number, 300. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke, good; and was instrument cycled, yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "had an incomplete cut line" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon rpt'd could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.